Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material may not have been removed due to physical damage to the device. Additionally, it was unknown whether there was deviation from instruction manual in reprocessing steps where foreign material remained as no response was received from the end user. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. - reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that debris was "stuck in the scope." The problem, as reported to olympus, was identified during device reprocessing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; black residue was noted in the forceps passage. Additional evaluation findings are as follows: leak at the biopsy channel and bending section cover adhesive noted; cut on switch #1;multiple kinks noted on forceps passage; reduced angulation; play in the control knob; objective lens noted to have small chips on the cover glue; light guide lens internal crack noted; bending section cover adhesive noted cracked; light guide tube noted to have a minor buckle. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.